Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 47mg/dl.  Troubleshooting provided assistance to customer with navigating through the pump menu and how to change the infusion set. Customer declined to troubleshoot for the low blood glucose. The insulin pump will not be returned for analysis.